Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.however, the customer was advised that the gde (gas delivery engine) would need to be replaced, with the part number and cost provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilatorhad an issue with the insp flow sensor. Furthermore, there was no patient associated with the event.